Event description:
After the surgery was completed, clinical staff started the next surgery. Then clinical staff received a call from the post anesthesia care unit (pacu) about a "welt" on the patients left knee. Doctor was going to check on the patients knee after his surgery was completed. Doctor determined it was a burn on the left knee. Health care providers checked the hotdog patient warming system on the current patient and it was very hot to the touch. The reading on the hotdog device was 41 degrees which is normal. The machine and the blanket were both good on dates and were not expired. A blanket was placed on both patients creating a barrier between the hotdog blanket and patients skin. The machine and blanket were both removed from the room and sent down to be looked at.